Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue occurred at 4:24pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "3.4mmol/l" on the subject meter and "2.3mmol/l" on another meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. "4-5 minutes" after the alleged product issue occurred, the patient developed the symptoms of "violent shaking, sweating and an inability to concentrate", symptoms which they associated with having low blood glucose levels. In response to these symptoms the patient self-treated by drinking a bottle of lucozade. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.